Event description:
Pocket system controller had problems when connected to patient. When it was set to 9400 and when the patient was switched to pocket controller, it would not get up to speed then the pump would stop.